Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result = 3.8; repeat = 1.6, repeated a few minutes later. Thinks target range is 2.0-3.0, but is not sure.